Manufacturer narrative:
Due to character restrictions in block e1 event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, the cs100 intra-aortic balloon pump (iabp) unit displayed system failure alarm when the device is turned on and the unit shut down. There was no harm and injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site telephone). Due to character restrictions in block e1 (event site telephone: (B)(6)). A getinge field service engineer (fse) states discovered the problem, which was caused by a motor failure due to insufficient power and a ruptured power rubber diaphragm. The machine was not repaired. The customer abandoned the repair and did not complete the inspection.